Manufacturer narrative:
A philips biomedical engineer (bme) went onsite and replaced the power supply, but this did not resolve the reported issue. The bme stated that the case would be reviewed again, and the correct parts would be confirmed for replacement and repair.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit was alarming for battery failure. The device was in use on a patient at the time of the reported issue; however, there was no harm to the patient or user. The customer reported that the ventilator completely shut off after unplugging it. The ventilator was brought to the biomed shop after. At the biomed shop, it was determined that the battery was functioning as expected but the power supply required replacement.

Manufacturer narrative:
The philips biomed replaced the power management printed circuit board assembly to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.